Event description:
Implanted with mesh and now unable to wear make up or come into contact with chemicals. Very sick with multiple chemical sensitivities. Ventralex mesh poisoning. FDA safety report ID# (B)(4).